Event description:
Surgeon attempted to implant a 3-piece silicone lens and was damaged in the injector while advancing. The lens was not implanted and there was no patient injury. The model and lot numbers of the cartridge and injector were not specified by the facility.